Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 18 devices were evaluated in the field and the issue was confirmed; 11 devices had broken/damaged components, 5 devices had bent prongs, and 2 devices had stripped/sheared power cords. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 19 malfunction event(s), where it was reported there were exposed wires or damaged prongs. There was no patient involvement.